Manufacturer narrative:
Catalog #: 72402106, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) male pt was implanted with an acticon device on (B) (6) 2007. On (B) (6) 2008, the entire device was removed and replaced, due to erosion, "anal margin." A request for the device was sent, and the device was not returned for analysis. No further info has been provided.